Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the glass vial broke while using a vial-mate adapter. The event was further described as, while attaching the vial onto the vial-mate adapter device, the customer pushed down hard and broke the glass vial. This issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.